Manufacturer narrative:
Note: d4 primary UDI number was updated to (B)(4). On (B)(6) 2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation ablation with a qdot micro catheter and the patient experienced cerebrovascular accident. It was reported that after they inserted the catheter into the left atrium when the physician would go on ablation with qmode+ the ngen would cut off ablation and an error message "temperature slope too high" was displayed. The cable was replaced with no resolution. The tx eco cable was reseated with no resolution. When the catheter was replaced, the issue resolved. The temperature cut off was not exceeded. Qmode+ would give high temperature slope reading. Qmode would operate as normal, no issues. It was also reported that while using the replacement catheter, after about 10 minutes, began to display high force readings on the carto 3 system. When the catheter was replaced, the issue resolved. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number lot 31296329l and no internal action related to the complaint was found during the review. No malfunction was observed during the product analysis, other issues or circumstances may have occurred during the usage of the device that compromised its performance. The root cause of the adverse event remains unknown. The physician is not sure what the cause of the stroke is or the mechanism of the stroke. The instruction for use (IFU) contains the following warning and precautions: when using the catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto¿ 3 system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a qdot micro catheter and the patient experienced cerebrovascular accident. It was reported that after they inserted the catheter into the left atrium when the physician would go on ablation with qmode+ the ngen would cut off ablation and an error message "temperature slope too high" was displayed. The cable was replaced with no resolution. The tx eco cable was reseated with no resolution. When the catheter was replaced, the issue resolved. The temperature cut off was not exceeded. Qmode+ would give high temperature slope reading. Qmode would operate as normal, no issues. It was also reported that while using the replacement catheter, after about 10 minutes, began to display high force readings on the carto 3 system. When the catheter was replaced, the issue resolved. It was also reported that a couple hours following the procedure, the physician was informed by the anesthesia team that the patient was exhibiting signs of a stroke. The patient was sent for a computed tomography (CT) scan but nothing remarkable was found on the CT scan. The physician was not sure what the cause of the stroke was or the mechanism of the stroke. No medical intervention was provided. The patient recovered and was discharged the following day. The patient stayed overnight for monitoring instead of being discharged the same day. Relevant history includes history of possible stroke/transient ischemic attack. Activated clotting time (act) measured 360 seconds during the procedure. No evidence of thrombus/clot/char during the procedure.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).